Manufacturer narrative:
H6-device analysis revealed no device failure, no anomaly found, with normal infusion testing. On visual examination, however, there was damage to the reservoir septum and scarring/scratches on the septum column wall.

Event description:
Patient developed respiratory depression, somnolence, and cyanosis approximately 2 hours post-refill of morphine pump. Patient was taken to ER, and responded to administration of narcan. Patient was admitted to hospital for observation for two days, and kept on narcan drip. There was no report of difficulty at the pump refill from the health care provider, although no troubleshooting of the device was done to rule out pump malfunction vs. Error at refill. The pump was explanted three weeks later and sent to manufacturer for analysis. As of the date of this report, the manufacturer has not yet received the device for analysis.